Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that ¿b30 error¿ occurred due to moisture or a foreign material adhered inside the endoscope connector. The phenomenon was resolved after the endoscope connector was cleaned. Additionally, it was also determined that the ¿lamp did not light up¿ because a non-olympus lamp was used. The lamp was replaced with an olympus recommended lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility following the customer¿s report. While there, the fse found a non-olympus lamp installed in the device and exchanged it for an olympus-approved model. The fse was also able to partially confirm the user¿s report. The b30 scope communication error was present as there was a lack of endoscope communication with the light source. The endoscope plug connector was cleaned. Following the cleaning, the error code was no longer present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source would not turn on during procedure preparation. According to the initial reporter, the unit was displaying a b30 scope communication error code. Reportedly, the customer was able to resolve the issue by starting the device. There was no patient harm reported from this event.